Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an unspecified alarm "when it should not be". It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 1217052-2024-00127. Please reference file mrn 1217052-2024-00125- for all details pertinent to this event.